Manufacturer narrative:
(B)(4).. Therapy dates: the exact date is unknown; however, it was reported that the event occurred in (B)(6) 2013. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a follow-up medwatch will be submitted.

Event description:
It was reported that an unknown set was involved in an over-infusion. The set was being used with a sigma spectrum pump to infuse 50 ml of zosyn at a rate of 100 ml/hr to the patient. Five minutes after the infusion was started, the nurse returned to find that the entire bag had infused into the patient. The set was then switched out. The patient's blood was tested in the lab to determine any possible harm due to the infusion due to the toxicity of the drug. There was no additional follow up treatment needed. There was no report of patient injury or adverse event in association with this event. No samples are available. No additional information is available. This medical device report is report 2 of 2.